Event description:
A valiant captivia stent graft (B)(6) was implanted during the treatment of a type ia endoleak involving the (B)(6) stent graft. The implant date of (B)(6) and the date when the type ia endoleak was identified are unknown. It was reported that during the intervention, the (B)(6) delivery system was inserted via the right access, but could not be advanced to the initial segment of the right external iliac artery (eia), leading to its removal and replacement with a 22 fr non-medtronic sheath (dryseal). The sheath also encountered difficulty advancing at the same location, and a drop in blood pressure was observed at that time. Contrast injection through the sheath revealed vessel damage to the distal eia. The exact type of vessel damage is unknown, but it is believed to have been a vessel rupture. A non-medtronic limb (excluder) was then placed in the artery; however, blood extravasation persisted in the damaged segment of the eia. The site of vessel damage was subsequently replaced with a synthetic graft. Following the artificial blood vessel replacement, the (B)(6) was successfully inserted, and the stent graft was implanted, resolving the type ia endoleak. Per the physician, the cause of the positioning difficulties was anatomy related, due to a narrow and weak access vessel. It is believed that the (B)(6) may have contributed to the vessel damage. The drop in blood pressure was caused by blood loss due to the vessel damage. No cause for the type ia endoleak was provided. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.